Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation the pulse generator reported invalid diagnostics. The diagnostics data was cleared. The patient would be monitored.